Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the printer appears to establish a temporary connection with pyxis; however, it stops communication when it is required. A field service engineer confirmed that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system zebra printer was down. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.